Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic colonoscopy procedure, the colonovideoscope was used on one patient and then reused on another without proper cleaning. Although there is a risk of infection, no confirmed cases have been identified at this time. There were no reports of patient harm.